Event description:
During the atrial fibrillation procedure, an arrhythmia occurred requiring treatment to stabilize the patient. The introducer was replaced and the procedure was completed with no further adverse consequences to the patient. The transseptal puncture was done followed by mapping. The mapping catheter was replaced with the ablation catheter to perform the ablation. The ablation catheter was then removed, mapping was done again, and the mapping catheter was removed. When the syringe was inserted into the insertion port of the sheath and pulled out, it was noted that air bubbled out. St elevation, decreased blood pressure, and decreased pulse rate were observed in the patient and air embolism was suspected and treated with noradrenaline injection to stabilize the patient. An ultrasound was performed but embolism was not definitively diagnosed and air was not visualized in the patient. The introducer was replaced and the procedure was completed with no further adverse consequences to the patient. After leaving the room, a computed tomography scan was done and was negative.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient arrhythmia and air leak remains unknown.